Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the patient's symptoms resolved on their own.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient experienced post-implant numbness & weakness. As a result, the entire system was explanted on (B)(6) 2024.